Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No numbers scrolling up noted. The unit had a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated that the buttons are not responding. Blood glucose value is 278 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.